Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the cover glass of the insertion section was scratched. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an injury with hot thunderbeat instrument on the lens. The issue was found during a diagnostic videocolonoscopy procedure that was completed with an olympus back-up device. There were no reports of patient harm.